Event description:
It was reported an animal underwent an exploratory procedure after swallowing a golf ball on an unknown date in 2022 and suture was used. Opened a new box of 2/0 suture and it seemed to break a lot easier. No adverse consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested and received. If further details are received at a later date, a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? The patient/animal was here for having eaten a golf ball and was sick and having exploratory surgery. It was reported the monocryl 2/0 seemed to break a lot easier, when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. The suture broke during use in the patient. It broke when the dr. Was holding on to it putting tension on the suture when tying knots. It was reported that more than one packet of suture were open, what is the total number of products involved in this event? It was 2 packets. The other doctors in the practice do not seem to have had an issue with the suture since that patient that I have been made aware of. No product is available for return. Events reported on: mw# 2210968-2022-10798. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosantrade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested and the following was obtained: *the patient recovered and is doing well. *the suture broke during use in the patient. It broke when the dr. Was holding on to it putting tension on the suture when tying knots. *it was like the tissue was grabbing at the suture and did not pull through smoothly. *it was 2 packets of each size. The other dr's in the practice do not seem to have had an issue with the suture since that patient that I have been made aware of.